Manufacturer narrative:
The insulin pump passed leak test. The insulin pump received with intermittent buttons. Problem isolated to keypad assembly. The insulin pump received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. The insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the arrow buttons were not responding. Customer's blood glucose was 3.6 mmol/l. Insulin pump will be replaced.